Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been seen going into overdose behaviors. When the patient had the first initial trial, on the second bolus during the trial, the patient showed a slowed heart rate and shallow, almost non-existent breathing . This occurred in the year 2000 before the first pump implant occurred. Additional information has been requested regarding interventions and the patient¿s outcome, but was not available as of the time of this report. The patient was noted as receiving intrathecal baclofen therapy. If additional information becomes available, the event will be updated.